Manufacturer narrative:
Updated annex code: b15. Additional information intuitive surgical, inc. (Isi) clinical development engineer (cde) review: a review of the provided video was performed by an isi cde. The following additional information was provided: the 8 mm sureform 30 stapler is being used to fire on a vessel with a white reload. The stapler had a single pause at 30 mm and then completed the fire. It can be seen that a loose, formed staple was lying on the top of the stapler channel and was pushed forward throughout the fire. After completing the fire and unclamping the right side of the vessel began to bleed forcefully and the video then stops. Based on this video alone we cannot determine a root cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the white sureform 30 reload or stapler instrument to perform failure analysis. A stapler log review shows the sureform 30 stapler instrument (lot #u81231207-0208) was installed on the system 2 times and fired 2 sureform 30 reloads (1 blue, followed by 1 white). On install 1, with the blue sureform 30 reload, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the system failed to detect the reload color, and the user manually selected the white sureform 30 reload on the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with 1 pause for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, bleeding occurred following a misfire of the sureform 30 stapler instrument with a white sureform 30 reload on a vessel. The event occurred in relation to an artery being cut without the deployment of staples. The first fire of the sureform 30 stapler instrument with a blue sureform 30 reload installed, functioned correctly and the staple line was completed. The misfire occurred during the second fire, using a white sureform 30 reload, which led to an estimated blood loss of approximately 100 mls. The artery was repaired and the procedure was completed robotically. The customer believes the cause of the misfire was related to the technique used by the scrub technician when installing the stapler reload. The intuitive surgical, inc. (Isi) customer sales representative (csr) confirmed that the scrub technician did not use the stapler reload installation tool. As a result, the csr provided additional training to the customer.